Event description:
Additional information received on 19aug2020: the hub of the sheath separated when removing the stent from the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d1, d2, d4, d5, d11 (see below), h4. D11: 8x37 balloon expandable stent, working 035 wire. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, at the end of an unknown procedure a flexor ansel guiding sheath was being removed when the hub separated from the rest of the sheath. The users had been switching out stent devices, wires, and balloons throughout the procedure. No portion of the device remained inside the patient. This did not result in the patient needing any additional procedures or prolonged hospitalization. The patient did not experience any adverse effects occurred. Additional information has been requested and a follow-up report will be submitted when and if the information is received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Brief description: as reported, at the end of an unknown procedure a flexor ansel guiding sheath was being removed when the hub separated from the rest of the sheath when removing the stent from the patient. The users had been switching out stent devices, wires, and balloons throughout the procedure. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control, and specifications. One device was returned for investigation. One 7fr kcfw was received used with biomatter present. Inspection found the hub was separated from the sheath. No other damage was noted. The flare was slightly out of round. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Precautions: while inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. Sheath removal:insert a wire guide until its tip extends at least 10cm past the tip of the sheath; remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit; remove the wire guide. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the information provided, examination of the returned product, and the results of the investigation, the cause of this complaint is component failure without design or manufacturing deficiency. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.